Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 60, 50 and 232 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 60 mg/dl and e-2 using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/28/2017 and open vial date was undisclosed. The customer stated he is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 50, 232, 153 and 330.